Event description:
The manufacturer received information alleging a ventilator¿s pressure suddenly stopped increasing and an alarm for low inspiratory pressure occurred at the time of the event. The patient required to be manually ventilated with a resuscitation bag and the patient needed to be placed on a different ventilator. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator¿s pressure suddenly stopped increasing and an alarm for low inspiratory pressure occurred at the time of the event. The patient required to be manually ventilated with a resuscitation bag and the patient needed to be placed on different ventilator. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the sponge of the air inlet path assembly was observed to be peeled off and blocked the airflow delivery route which made it impossible to deliver airflow properly and caused the issue. The inlet air path assembly needs to be replaced to address the issue. After receiving further information from the patient, it is determined that the initial report should have been filed as product problem only. Section b1, b2 and h1 has been updated/corrected in this report.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator¿s pressure suddenly stopped increasing and an alarm for low inspiratory pressure occurred at the time of the event. The patient required to be manually ventilated with a resuscitation bag and the patient needed to be placed on different ventilator. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the sponge of the air inlet path assembly was observed to be peeled off and blocked the airflow delivery route which made it impossible to deliver airflow properly and caused the issue. The inlet air path assembly needs to be replaced to address the issue.